Event description:
It was reported that the customer's belt clip broke in half. The customer's blood glucose was 492 mg/dl at the time she was reporting the belt clip issue. The customer stated her blood glucose was high because she was on a backup plan while waiting for a new insulin pump that arrived that day. When the belt clip actually broke, the customer stated her blood glucose was normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.